Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the left keyboard hinge was broken. It was also noted that the electrocardiogram (ECG) connector was broken, the stylus was bent, the stylus cable was damaged, the screen was broken, the transceiver was broken, and during testing the programmer responded slowly. (B)(4).

Event description:
It was reported that the keyboard was broken on the programmer. The programmer was returned to the manufacturer for servicing. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.